Event description:
It was reported that the patient underwent a right revision due to unknown reasons. During the procedure, the liner and head were replaced. It was reported that no further information is available.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2022-02985. The device will not be returned for analysis as it was kept by the patient; however, an investigation of the reported event is in progress. Once the investigation is completed, as supplemental medwatch will be submitted.

Event description:
There is no update to the original complaint description provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: d4: expiration date. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Devices are used for treatment. The reported products were reviewed for compatibility with no issues noted. However, as the stem and shell are unknown, it is unknown if the entire construct is compatible. An adequate complaint history review cannot be performed as the complication, failure mode, and/or harm experienced by the user is unknown. Medical records were not provided. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.